Event description:
Allegations of painful joints, difficulty breathing, cold weather causes pain in fingers and hands, dry eyes, mouth, chest pain, numbness, tingling in arms and legs, bruises easily, muscle aches, balance problems, rashes, unexplained stomach pain and sensitivity, and ruptured implants.